Event description:
Boston scientific received information that this left ventricular (lv) lead displayed high out of range (oor) pacing impedance measurements, and increased threshold measurements. The decision was made to explant this lv lead, and replace with a competitor product. There were no adverse patient effects reported.

Manufacturer narrative:
This lv lead will be returned to boston scientific for analysis. At this time there is no additional information. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site and the suture sleeve led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of failures.

Event description:
---